Manufacturer narrative:
Analysis of ins model 3023, serial# (B)(4) showed that the setscrews were cross-threaded, backed out too far, forced into tecothane and disengaged from the set screw block. Small chips of tecothane material had been cut free by set screw. The setscrew was able to be realigned and tightened down onto a known good lead for testing. Further visual inspection of the device was found to be good. Functional testing of the ins output at the distal end of a known good lead showed good stable outputs at all electrode pairs.

Event description:
It was reported that the set screw would not tighten, and the implantable neurostimulator (ins) was never implanted. Another implant able pulse generator was used, and everything checked out fine.